Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump using information provided by technical support, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.